Event description:
Invalid result(s): customer purchased 3 flowflex kits, which all produced invalid results. No c line appeared. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The t line appeared immediately and after 15 minutes, no c lines appeared at all. He has since thrown the test cassettes away and cannot provide pictures.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.